Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No damages or defects were found that would result in the cannula not deploying; the cause of the reported event could not be conclusively determined. Investigation found no defects or deficiencies that would contribute to a communication error. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm. The cause of the reported communication error could not be determined. The device generated an 0xaa hazard alarm indicating total number of ble resets after pod in filled state exceeded threshold. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy as intended when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.